Event description:
During a retrospective complaint review, devilbiss healthcare identified an oxygen concentrator with a complaint of "low o2." There was no report or evidence of illness, injury or medical treatment associated with the complaint. The unit has 18,170 hours. During the evaluation and servicing of the device for the low oxygen alert condition, it was determined the audible alarm was not functioning to specification due to a defective pc board. The device was serviced and now meets manufacturer specifications.